Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation. (B)(6).

Event description:
The following was reported: the monitor did not generate an alarm for a patient on (B)(6) 2022 at 09:23. The patient had to be resuscitated.

Event description:
Statement of the reported problem: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center indicating that the device failed to alarm properly. It was reported that at the time of the event the device was being used to monitor a child patient. The patient required resuscitation. A good faith effort was completed to acquire additional information about the event, but the respondent indicated the customer was unwilling to provide further details. Functional testing/service repair/technical investigation: the following functional tests were performed: no functional test were completed because the customer refused further service. The customer indicated ¿the incident did not occur exactly as it was initially reported, therefore nothing has to be checked and the question can be cancelled.¿ confirmation: based on the information available, the cause of the reported problem is undetermined. The reported problem could not be confirmed because the customer refused further assistance. Closure & product disposition: we are unable to confirm the final disposition of the device because the customer refused service and declined to provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : customer was not responsive in giving additional information.